Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an infection with symptoms of an abscess at the adc device insertion site. The customer had contact with a healthcare professional (hcp) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.